Event description:
Same case as 2134265-2015-02090 and 2134265-2015-02091. It was reported that automatic pullback failure had occurred. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used to diagnosed a severely calcified target lesion. However, it was unable to perform automatic pullback. A new opticross was used to solve the issue. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation and no issue were found during visual inspection. Evaluation of the returned device revealed that by using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. The sled was not returned with the catheter the test was performed with a control sled in the complaint lab. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. No issues or defects ware observed during analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2015-02090 and 2134265-2015-02091. It was reported that automatic pullback failure had occurred. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used to diagnosed a severely calcified target lesion. However, it was unable to perform automatic pullback. A new opticross was used to solve the issue. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).